Manufacturer narrative:
The reported field event of no sensing was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found. (B)(6).

Event description:
It was reported that during an implant procedure, the confirm rx loop recorder was experiencing loss of sensing. The physician attempted to reposition the device several times before achieving good sensing and then closed the pocket and had the patient sit up to run more tests. However, the device lost sensing once again. The original loop recorder inserter was discarded since it was no longer sterile. A new sterile inserter was used and the confirm device was repositioned once again and the sensing was found to be normal. Patient was stable before, during and after the procedure. However, the confirm rx was explanted and a new pacer was implanted on 12/11/2017. The patient was stable and tolerated the procedure well.